Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique test strip (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control test result from results obtained of 69 mg/dl. The customer's expected blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: 1:69mg/dl(B)(6) 2017 11:04:00 am control. Memory concerns: 69mg/dl. Customer complained that the meter was reading the control solution very high.